Event description:
In 2008, the patient reported that air bubbles are forming in the insulin cartridge of his infusion device. He stated that no air bubbles are present in the insulin cartridge until it is inserted into the infusion device and he performs a prime. He stated that he uses room temperature insulin and he attaches the adapter and infusion tubing to the cartridge before insertion into the infusion device. He fills the insulin cartridge to 230 units and he properly adjusts the piston rod to this level. The patient was advised to switch to his backup infusion device. Upon follow up one week later, the patient stated that he did not switch to his backup infusion device and he was still experiencing air bubbles. He requested additional training. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.